Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as second clip was implanted to stabilize the slda clip and a third clip was implanted to further reduce the mitral regurgitation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed on (B)(6) 2017 to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (cds 60926u157), was implanted successfully, reducing the mr to 2. However, after implantation, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr returned to grade 4. A second clip was implanted to stabilize the implanted clip and to further reduce the mr. A third clip was implanted and mr was reduced to 1+. The patient is stable. No additional treatment is planned. No additional information was provided.